Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pacemaker exhibited loss of capture. No resolution was taken. No patient consequences.